Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed false pause episodes due to under-sensing. No intervention was performed as icm could not be programmed to be more sensitive than the current programming. The patient was in stable condition.